Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the hospital with redness over his device pocket which progressed to an opening with purulent drainage. The patient was admitted for infection and erosion and was treated with antibiotics. The patient was then transferred to another hospital were his system was explanted. The patient's condition before and after the event was stable.